Manufacturer narrative:
Additional information was provided by the international business center (ibc) on 10/2/2018, the associated fields were updated. No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the catheter could not be inserted into the sheath during the insertion procedure. The catheter is an 8 fr and the sheath that was in the port kit is a 7 fr. A new kit was opened to complete the procedure. There was no reported patient injury.

Event description:
It was reported that the catheter could not be inserted into the sheath during the insertion procedure. The catheter is an 8 fr and the sheath that was in the port kit is a 7 fr. A new kit was opened to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Additional information was provided by the international business center (ibc) on (B)(6)2018, the associated fields were updated. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 7 fr sheath and blue s/l catheter was returned for evaluation. Gross visual, tactile and other evaluations were performed. The investigation is confirmed for an incorrect component, more specifically for an incorrect sheath, as the size of the sheath returned was confirmed to be a 7 fr sheath and the catheter inner and outer diameters were measured, confirming that the catheter size is 8 fr. The definitive root cause could not be determined based upon available information. As the sample was not returned in its original packaging, the source of the sheath mix-up cannot be determined. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2021), PMA/510k. Device evaluated by MFR (results & conclusion).

Event description:
It was reported that the catheter could not be inserted into the sheath during the insertion procedure. The catheter is an 8 fr and the sheath that was in the port kit is a 7 fr. A new kit was opened to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter could not be inserted into the sheath during the insertion procedure. The catheter is an 8 fr and the sheath that was in the port kit is a 7 fr. There was no reported patient injury.